Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, during retrieval, the anterior foot did not totally close. The proglide device could be removed but resistance was noted while extracting it. No additional intervention was needed. The physician believes that this was due to a small piece of tissue under the foot. No vessel damage occurred, no bleeding and no further consequences. The suture of the same proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the reported IFU violation cannot be determined to have contributed to the reported difficulties. The investigation was unable to determine the conclusive cause for the reported failure to difficulty to close or retract foot; however, the reported difficult to remove the device appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.